Event description:
It was reported that the patient's pacemaker device was showing possible oversensing in the atrium after an atrial paced event. Assistance in interpreting the event was requested. The device is still implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.